Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that the patient faced an occlusion alarm issue in the tubing and an infection which led to high blood glucose level. They tried to treat it with bolus via pump. Therefore, on (B)(6) 2023, she was hospitalized due to high blood glucose level. The patient's highest blood glucose level was 26.8 mmol/l and ketone level was high which the healthcare professional assessed as dangerous or life-threatening. Moreover, the infusion had been used for two days during hospitalization, the patient received fluids of saline (unknown), insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. At the time of this report, the patient was not released from the hospital. No further information was available.